Event description:
It was reported that the system had an intermittent communication error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.